Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) failed to deliver high voltage therapy for ventricular tachycardia (vt) when the ICD misclassified the vt as supraventricular tachycardia (svt). Programming changes were discussed; no changes or interventions were reported. There were no patient consequences.